Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "dropped beat sensation" and more dizziness. Follow up with the patient's clinic found the patient had been seen and the device was reprogrammed at the patient's request. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.